Event description:
It was reported that there was a button error on her insulin pump. Her blood glucose was 308mg/dl at the time of reporting. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
The insulin pump had no up or down arrow button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.